Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Product not returned.

Event description:
It was reported, through the filing of a lawsuit, that the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip and was later revised. It is alleged that he suffered injuries as a result of implantation and explantation of the device, device recall, and excessive levels of cobalt and chromium in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2007 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of cobalt and chromium in his blood. Update per medical records received 21-nov-2023,"radiographs demonstrated an oblique femoral head on the femoral stem. This radiographic finding is indicative of an impending gross trunnion failure. ... When the hip was dislocated, the femoral head was removed and there was gross visible damage to the trunnion where approximately 2096 of the trunnion had been worn away along the approximate top half of the mortise taper. Again, to emphasize, there was gross visible wear of the trunnion on the stem after the head was removed."

Manufacturer narrative:
Reported event: an event regarding wear/metallosis and altr/abnormal ion level involving a metal head was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the revision operative report dated (B)(6) 2020 (B)(4) described gross trunnionosis with significant material loss of the trunnion. The surgeon notes in his report that there was gross metallosis throughout the hip. It is confirmed that an lfit v40 metal head was implanted on an accolade stem in 2007. This tha was revised (B)(6) 2018. The root cause of this mechanical failure cannot be determined from the documentation provided." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to elevated ion levels, altr, and severe trunnion wear generating metallic debris. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.